Event description:
It was reported that the patient was admitted to the hospital for infection of her pacemaker pocket. The pacemaker dependent patient was in ccu (critical care unit) being ventricular paced by an epg (external pulse generator). The patient was stable and being attended to by a nurse, when she advised the nurse that she suddenly did not feel well. She fell unconscious and pulseless, so nearby staff gave her chest compressions and bvm (bag-valve mask) ventilation. The epg was checked and found to be off. It was turned back on, and the patient regained consciousness, and vitals returned to baseline. The epg was changed for another device. The patient fully recovered from the event, and there were no permanent injuries.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Type of report is initial. (B)(4). Evaluation summary: (B)(4): analysis confirmed the initial report: the battery flex was corroded. It was also noted that the upper and lower cases were broken, the battery release, ring cover and battery drawer were contaminated, one side bail cover was broken and one was contaminated, the lead flex cover was corroded, the battery contacts were compressed and out of shape, the keyboard was scratched and the liquid crystal display (lcd) and main printed circuit board (pcb) were contaminated.